Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1g, every day, intraperitoneal, ongoing) for peritonitis. Fpur days after hospital admission, the patient was discharged from the hospital. It was reported that the patient recovered from the event two days after diagnosis. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.